Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When they inflated the balloon with water, they could not extract the water.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all products met specifications. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted. Balloon could not be deflated may occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
When they inflated the balloon with water, they could not extract the water.